Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site and subsequently, was treated with IV and oral antibiotics (specific date and duration not reported). This report is submitted on march 17, 2023.

Manufacturer narrative:
This report is submitted on february 28, 2023

Event description:
Per the clinic, the patient experienced an infection (site of the infection unknown i.e. If it was device related). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.